Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited foreign matter which came out from the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Updated: h3, h6, h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the nozzle could not be identified and a definitive root cause of the issue could not be determined, as there was no deformation observed that might result in the retention of foreign material and no additional facility device cleaning/reprocessing was reported or available, however, the issue was likely the result of insufficient device cleaning/reprocessing. The issue may be detected/prevented by following the instructions for use sections below: evis lucera gif/cf/pcf type 260 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Evis lucera gif/cf/pcf/sif type 260 series, reprocessing manual, chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.